Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be eye not centered. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient had faulty foley catheter that was inserted on (B)(6) 2021. One of nurse found the tube of the catheter had detached and it was noted to be loose. But when customer opened a new foley kit the area was noted to be tightly sealed and should not be able to detach or came off. Per follow up received via email on (B)(6) 2021,customer stated that the tube of the catheter was reconnected and later changed out. It intermittently leaked and changed to minimize risk for infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be eye not centered. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient had faulty foley catheter that was inserted on 7/1/21. One of nurse found the tube of the catheter had detached and it was noted to be loose. But when customer opened a new foley kit the area was noted to be tightly sealed and should not be able to detach or came off. Per follow up received via email on (B)(6) 2021,customer stated that the tube of the catheter was reconnected and later changed out. It intermittently leaked and changed to minimize risk for infection.